Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33, a39 alarm and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a spi to motor pic communication error alert. Customer mentioned that they had already replaced the battery but still getting the same error 3 times already. No harm requiring medical intervention was reported. The customer assisted with troubleshooting. Customer was able to clear the alarm successfully. The insulin pump will be returned for analysis.